Event description:
A (B)(6) male pt underwent abdominal aortic aneurysm repair on (B)(6) 2011. Zenith devices were used and placed without difficulty. Final angiogram revealed a slight blush around grafts after placement. Pigtail catheter was used to observe top stent region, type I endoleak was not present. Physician tried to locate one specific location where the blush was originating and felt perhaps that it was mainly at the flow divider. Reballooning took place and did not resolve. Physician chose not to realign the grafts and will monitor progress at one month follow-up. Currently, there are no plans for intervention; however, subject to change pending one month follow-up results.

Manufacturer narrative:
(B)(4). Event is still under investigation.